Event description:
Revision surgery of the right hip due to loosening of the bicon-plus shell with exchange of the shell, insert and ball head. This case was mentioned in documents received to c-0168822 (your reference 9613369-2017-00066). Preceding revision surgery due to loosening of the shell right hip in may 2009 with change of the acetabular shell and insert (affected devices unknown).